Event description:
Customer reports that the product is cracking in the clear plastic straight connector that joins the corrugated circuit tubing to the patient connection adapter. Customer reports that, it is not the patient connection adapter that is cracking but the plastic piece that fits into the patient connection adapter. The customer advised when the piece cracked, it caused a complete disconnect of the circuit. Once cracked, the circuit becomes completely open. There was no patient impact associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): the sample was received for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one opened sample was available for evaluation. Upon visual inspection, the crack was confirmed on the plastic straight connector. It was confirmed that the failure mode was to be the molding process variability at the supplier. A review of the production record was performed and indicated that the product was made of k-resin material. Carefusion has implemented a project plan of a material change to polycarbonate material in the efforts to decrease the likelihood of cracking. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material. The sample received for this complaint was manufactured prior to implementation of these corrections.